Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating the insulin pump alarm a21 and a17. Customer's blood glucose was unknown mg/dl. The customer stated that he has multiple a21 and a17 alarms every single time they change the battery. Customer stated that alarm did not occur during the rewind/prime sequence. The customer was advised to perform rewind process gain. The customer was advised to program normal bolus into the air. The customer stated a temp basal was not programmed before the alarm occurred. The customer was advised that the device would be replaced. Customer declined to troubleshoot for high blood glucose and low battery alarm. The customer insulin would be replace due to recurring a17 alarm.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.